Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported issue with the proximal line. The customer indicated the unit is getting an error message consistent with the proximal pressure is not measured and pressure-related alarms are compromised. The customer verified that the flow sensor was recently replaced. The remote manufacturer's service technician advised the customer to verify pin alignment. The customer found a solenoid pin that was misaligned and the remote manufacturer's service technician advised the customer to reseat the data acquisition board and test the unit. The customer verified alignment on the solenoid pins and they were seated correctly. The customer spare flow sensor assembly is going to swap out to see if it resolves the issue. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The customer has installed another flow sensor assembly which has resolved the issue. The customer is going to do a perform a full performance verification test (pvt) before placing it back into service. The customer would like to get the flow sensor replaced under the 90 day parts warranty.